Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 4, mfg report reference: 1627487-2019-04204, 1627487-2019-04205, 1627487-2019-04207. It was reported that the patient experience impedance issues. The patient reported a fall and high impedances began after the fall. Multiple attempts to reprogram the patient have been unsuccessful. The patient plans to undergo surgical intervention.

Event description:
Related manufacturer reference number: 1627487-2019-04204, 1627487-2019-04205, 1627487-2019-04207. Follow up information received that the patient underwent surgery in which the patient had their leads explanted and replaced. Effective therapy was restored post operation.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 1627487-2019-04204, 1627487-2019-04205, 1627487-2019-04207.

Event description:
Related manufacturer reference number: 1627487-2019-04204, 1627487-2019-04205, 1627487-2019-04207 . Follow up information received that the patient had two leads removed. Note: it is unknown to the manufacturer which leads were explanted, therefore all four leads are being reported on.

Event description:
Device 3 of 4, mfg report reference: 1627487-2019-04204, 1627487-2019-04205, 1627487-2019-04207.